Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as smooth opening. Other-technical: no observed particle in the valve. Additional observations: wear abrasion is observed. Crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
A healthcare provider called to report a right side deflation. Healthcare professional later reported "particles in valve" and "hole in radius". Device has been explanted.

Event description:
A healthcare provider called to report a right side deflation. Healthcare professional later reported "particles in valve" and "hole in radius". Device has been explanted.